Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor arm cannot communicate with the main arm error, critical block and inverse critical block did not add to zero error and hardware low level failures error. The customer's blood glucose level was 10.1 mmol/l. The customer stated that the insulin pump had failed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm alarms during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. Hardware low level failures error confirmed in insulin pump history with variable due to broken trace at keypad assembly. No audio anomalies or hardware low level failures error noted during testing. Audio levels changed when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.